Event description:
Customer reports that she obtained results of 87mg/dl and 48mg/dl within 1 minute on the same device. No action was taken based on device results. No adverse event reported and no treatment. Reported. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.